Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, pericardial effusion was noted, possibly due to a boston scientific amplatz super-stiff guidewire in the left ventricle. The patient was stabilized while in the cath lab, and was transferred to the ward, however loss of blood pressure occurred and the patient expired 1 day post-implant. The cause of death was multiorganic disease and cardiac decompensation, no autopsy was performed. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)